Event description:
The customer initially called to report high blood glucose levels. The customer was feeling dizzy, shaky and also had ketones during the call. The customer then stated, she had been hospitalized for high blood glucose levels. The customer was advised to contact her medical doctor or go to her local ER, since she was not feeling well. The customer went to two different emergency rooms but was not seen at either one. It was then stated that the customer was later hospitalized for high blood glucose levels.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.